Event description:
The customer reported that both screens went blank during a procedure. Rebooting the system did not fix the problem. No pt injury was reported.

Manufacturer narrative:
The ge service rep booted system and intermittently made exposures over approximately 2 hours. The system attempted to boot uncommanded. He opened up system and found low voltage due to a bad connection. The rep cleaned the connection and retested the unit. The voltage went from 4.7 vdc to 5.19 vdc. The function was checked and the system performed as desired.